Event description:
It was reported that during a coronary angioplasty procedure a vessel perforation occurred. The lesion being treated was located in the mid lad (left anterior descending). The physician advanced a 1.5 x 20 mm balloon first and inflated it to 12 atm for 40 seconds and again to 12 atm for 50 seconds. The 1.5 x 20mm balloon was removed and a 2.0x20mm maverick2 balloon was advanced and inflated to 8atm for 90 seconds and repeated at 8atm for another 90 seconds. Upon deflation of the balloon, a vessel perforation was noted. The physician treated the perforation with another manufacturer's 2.0x20mm balloon by inflating three times (two minutes, three minutes, and two minutes, respectively). The bleeding stopped, the patient was reported to the fine, and the case was successfully completed.

Manufacturer narrative:
The balloon catheter was returned in a deflated state. Blood was present in the balloon and distal outer. The system was pressurized in the product analysis lab to locate the leak. The balloon was inspected and a pinhole was confirmed in the balloon wall located on the proximal edge of the distal marker band. Examination of the area surrounding the pinhole did not reveal any irregularities in the balloon material which would have contributed to the formation of the pinhole. No issues were noted with the balloon material and with the ro markers that could have contributed to the leak. There was no indication of a manufacturing defect or anomaly identified within the review of the manufacturing records for the reported batch number. Though the exact cause of the reported event was not determined, the most probable root cause is considered operational context.